Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four hundred and seventy device. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, sutures kept on breaking. The sutures fell off at the point where it connects to the needle. There were more than 1 defective device involved during the same case. There were no broken suture left in the animals. They stopped using the suture they had from that lot and were not having that issue. There was no patient injury.